Event description:
This unsolicited device case was received from united states on (B)(4) 2013 from a physician via sales representative. This case concerns a (B)(6) female patient who developed pain in right knee and swelling in right knee, "her right knee hurt more than before the injection was given" (subtherapeutic response), right knee effusion and there was "presence of white blood cells in synovial fluid" after receiving treatment with synvisc one. Medical history included multiple arthroscopic surgeries and medical device implantation with hyaluronan injections (not named). No past drugs, concurrent conditions and concomitant medications were reported. On (B)(6) 2013, the patient received treatment with synvisc one injection, at a dose of 6 ml, once (route, batch/lot and expiration date unknown) into right knee for osteoarthritis/ chondromalacia. It was reported that post synvisc one injection, the patient had no side effects and full range of motion with no redness, pain or warmth with movement. On unspecified dates in 2013 (after the trip), the patient experienced pain in right knee and swelling in right knee. It was reported that "right knee hurt more than before the injection was given" (subtherapeutic response). On (B)(6) 2013, the patient's right knee was aspirated and 55 ml of cloudy yellow fluid was removed (right knee effusion) and the sample was sent for testing. The physician diagnosed the patient with pain, swelling with no redness or warmth noted in the knee and pain with movement. The physician commented that he believed "it was absence of infection but consistent with possible presence of white blood cells (wbc's) in the fluid and that they needed to rule out a possible pseudoinfection reaction. Corrective treatment: not reported. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and the conclusion was pending for the same.